Event description:
Additional information was received indicating that three years following the event, oversensing of noise on the rv channel was still observed. Remedial action was taken by reprogramming lead and device sensitivity; bi ventricular trigger was also activated. The source of noise was not determined. Defibrillation threshold (dft) testing was and will not be performed. The system remains in service. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
It was later reported that pacing impedances have rising since implant from 1000 ohms to 1516 ohms. Noise continues on this lead as well. The physician has elected to continue to monitor.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had detected noise on the right ventricular lead. The initial noise episode lasted for less than 2 seconds, inhibited pacing, however the patient did have an intrinsic rate which did come in. No adverse patient effects were observed. The device was checked and the lead measurements were normal. It was reported that recreation of the noise might be attempted and that this issue would likely continue to be monitored. Approximately six months later, it was further reported that reproduction of the noise was attempted. In which isometrics created noise on the shock channel. The noise resulted this time in pacing inhibition >2 seconds. In addition, inhibition was also recreated while the patient sat in a chair, stretched over, breathing while bearing down. The patient was reported to have an idioventricular rhythm at about 40 beats per minute. There was inquiry and discussions with technical services regarding possible causes.

Manufacturer narrative:
It was further reported that the sensitivity was reprogrammed and the noise was not able to be recreated. This patient will be monitored closely. Should additional information become available, this event will be updated.